Event description:
A low glucose readings issue with the abbott diabetic care (adc) device was reported. A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device when compared to an unknown result from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Customer did not experience any symptoms, however, was anxious. Customer treated themselves (treatment unspecified). There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 3.30 mmol/l was compared to a competitor brand meter result of 16.90 mmol/l. The length of the length of wear was 14 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.